Manufacturer narrative:
An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, an investigation will be performed.

Event description:
Customer reported he was unable to test due to his adc blood glucose meter not powering on with button press or test strip insertion. Customer further reported that on (B)(6)2019, he was feeling weak and his "foot was slowing", and he was seen at a hospital where his blood glucose was determined to be 450 mg/dl on the hcp meter. Customer was diagnosed with hyperglycemia and reportedly "given six types of insulin, one through injection" and was discharged from the hospital on (B)(6)2019. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Additional information:serial number has been updated based on returned product. Performed visual inspection on the returned meter. No issues were observed. The meter powered on with button depression and strip insertion. A blank screen was not observed. No malfunction or product deficiency was identified.

Event description:
Customer reported he was unable to test due to his adc blood glucose meter not powering on with button press or test strip insertion. Customer further reported that on (B)(6)2019, he was feeling weak and his "foot was slowing", and he was seen at a hospital where his blood glucose was determined to be 450 mg/dl on the hcp meter. Customer was diagnosed with hyperglycemia and reportedly "given six types of insulin, one through injection" and was discharged from the hospital on (B)(6)2019. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported he was unable to test due to his adc blood glucose meter not powering on with button press or test strip insertion. Customer further reported that on (B)(6) 2019, he was feeling weak and his "foot was slowing", and he was seen at a hospital where his blood glucose was determined to be 450 mg/dl on the hcp meter. Customer was diagnosed with hyperglycemia and reportedly "given six types of insulin, one through injection" and was discharged from the hospital on (B)(6) 2019. There was no report of death or permanent impairment associated with this event.